Manufacturer narrative:
Voluntary medwatch report received: mw5158960

Event description:
Voluntary medwatch received states the lead was explanted and replaced due to high pacing thresholds. No patient consequences was reported.